Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.

Event description:
It is reported that the pump shut off unexpectedly at 80% battery life. The customer plugged the pump into a power source and observed that the battery gauge displayed a 5% battery charge. There was no impact to the customer's blood glucose level.